Manufacturer narrative:
Concomitant medical products: PICC line. (4) pri tubing. Sec tubing. Td (B)(6) 2018. Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a chemo infusion was initiated on (B)(6) 2018 at 0828. Etoposide (180 mg/750ml) was programmed at a rate of 31.3ml/hr to infuse via a PICC line. After 24 hours, the IV bag had 213ml remaining. The reporter was not certain what other medications were infusing on the 2 pump modules in use; however, stated potassium chloride and a secondary flush which was clamped at the time of the event. The physician was notified and ordered to continue the infusion at the same rate until completed. Due to the delay in the infusion the patient required a late discharge. There was no report of patient harm. The device was taken to biomed for further evaluation; it was reported that the "event logs determined that the pump was paused and then turned off for about 20 minutes. At 2:56 am on (B)(6) 2018, the pump showed a time of day modified sequence 400."

Manufacturer narrative:
The customer¿s report of an underinfusion was not confirmed. Visual inspection showed no anomalies. The pcu event log shows that the pump module was programmed at 8:33 am on (B)(6) 2018 to infuse a custom concentration of etoposide bsa based dosing at a rate of 31.3ml/hr with a vtbi of 750ml. At 4:38 pm, the device was paused and then channeled off at 4:40 pm. At 4:57 pm, the device alarmed for flo stop open for 1 second. The user then restored and started the previous infusion at 31.3ml/hr. At 10:40 pm, the device alarmed for patient side occlusion and the user restarted the infusion. At 12:31 am on (B)(6) 2018, the device alarmed for patient side occlusion and the user restarted the infusion. At 2:56 am, the time of day was modified. At 7:52 am, the device alarmed for fluid side occlusion and the user restarted the infusion. At 8:36 am, the user changed the vtbi to 100ml. At 10:37 am, the user changed the vtbi to 150ml. At 3:25 pm, the primary infusion completed and the device transitioned to the kvo rate of 20ml/hr. At 3:26 pm, the user channeled the device off and the system was shut down and powered off. The volume recorded as being infused during this period was 961.379ml. Functional testing showed no anomalies. The root cause of the customer's report could not be determined.

Event description:
The customer reported that a chemo infusion was initiated on (B)(6) 2018 at 0828. Etoposide (180 mg/750ml) was programmed at a rate of 31.3ml/hr to infuse via a PICC line. After 24 hours, the IV bag had 213ml remaining. The reporter was not certain what other medications were infusing on the 2 pump modules in use however stated potassium chloride and a secondary flush which was clamped at the time of the event. The physician was notified and ordered to continue the infusion at the same rate until completed. Due to the delay in the infusion the patient required a late discharge. There was no report of patient harm. The device was taken to biomed for further evaluation; it was reported that the "event logs determined that the pump was paused and then turned off for about 20 minutes. At 2:56 am on (B)(6) 2018, the pump showed a time of day modified sequence 400."